Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood. The customer¿s blood glucose level was at the time 390 mg/dl, and other were as 338 g/dl, 332 mg/dl, 575 mg/dl, 600 mg/dl,427 mg/dl, 541 mg/dl, 568 mg/dl. The insulin pump will not be returned for analysis.